Manufacturer narrative:
One used and one new device were received for eval. The used implant and inserter were from the second insertion attempt; the retrieved eyelet from that attempt was not returned. Nothing from the initial implant (inserter, sutures, nor piece of eyelet) was returned. The cause of the event could not be determined from the info available and without device eval. Device history record review revealed nothing relevant to this event. Based on the info provided, the most likely cause of this type of event is preparing a pilot hole that is too large and/or inserting the implant at an angle that is not co-axial to the pilot hole. These actions may cause the eyelet to break which could lead to the suture pulling out of the device along with allowing space for a broken piece of eyelet to fit in the bone tunnel alongside the implant. The potential causes of this event are being communicated to the event reporter. If additional relevant info is obtained, a follow up report will be submitted.

Event description:
It was reported that during a shoulder procedure, a piece of broken eyelet was retained in the pt. The first anchor was put in and upon release of the driver from the implant, the sutures loosened. Via the scope, the surgeon could visually see a piece of eyelet on the side of the anchor (in the bone tunnel). The rptr stated the eyelet must have broken upon insertion and the sutures dragged a piece of broken eyelet up alongside the implant. The surgeon retrieved the piece of eyelet and confirmed the anchor was secure; the remaining portion of eyelet and intact anchor were not retrieved. A new pilot hole was made. A second implant was used; the second eyelet also broke upon insertion. Everything from the second implant was retrieved from the pt. A third implant from a different lot was used to successfully complete the case. The pt was reported to have average bone quality. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.